Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted tool marks on the case and body fluid contamination in the lead barrels. A hole was observed in each seal plug; all setscrews moved freely. A review of device memory noted two hardware resets had occurred at implant, but these did not impact device function. Next, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Laboratory analysis concluded that this device experienced normal battery depletion.

Manufacturer narrative:
The explanted device is expected to be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that during a routine device follow-up, interrogation revealed this device had reached elective replacement time (ert) battery status. The device was implanted for only five years, so premature battery depletion was suspected. The device was explanted and replaced the following week. No additional adverse patient effects were reported.